Event description:
Augustine bear hugger warming device utilized during mammoplasty. Both feet noted as red and small blistered area top left foot (impacu). Warming device isolated but blanket had been discarded. Biomed confirmed device did not malfunction. Possible defect in blanket.